Event description:
Procedure: lap chole. According to the reporter: during the case clips deployed but did not form properly. Several clips fell off the cystic duct. Clips that fell into the cavity were not retrieved. The clips were not removed from the cavity because the surgeon felt they were "fine" where they were and would eventually scar over. A new device was opened to complete the case. Operating room time was delayed 15 minutes. There was no blood loss or tissue damage.

Manufacturer narrative:
(B)(4).